Event description:
Add'l info rec'd from MFR 3/20/00: report provides sufficient info for tmj implants, inc to execute a follow up investigation in order to determine if a failure investigation is necessary and if a medical device report is warranted.

Event description:
Pt presents with chronic pain over/around the right total joint prosthesis (tmj) since placement. Also reports/observed inability to function on the prosthesis.